Event description:
A customer observed false negative ahbc results for several patient's samples. Alternate testing was positive for ahbc. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the eci analyzer was performing as expected. Dilution of the sample produced positive results in the anti-hbc assay indicating the presence of an unknown interferant. The root cause of this event is unknown.